Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), (B)(4) could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas (B)(4). No product is available for investigation. The relevant sections of the device history records (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 12-oct-2015. The heartmate 3 lvas instructions for use (IFU) and patient handbook are currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2020 the patient went to clinic after waking to find his pillow covered in blood with noted bilateral epistaxis. The patient was stopped on aspirin and referred to ear nose and throat (ent) specialists. Ent noted both anterior and posterior bleeding predominantly when the patient lays down. They were trialed on steminar and vaseline treatment and had been awaiting ongoing treatment since. Hemoglobin remained stable with no noticeable drop. International normalized ratio (inr) was within normal range of 1.8-2.5. The patient reported frequency of bleeding decreased to approximately once per month. A potential cause of the bleeding was determined to be due to medications exacerbated dryness.